Event description:
The pt reported that her implanted neurostimulation receiver was dead. It was also reported that the antenna had a problem. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.